Manufacturer narrative:
The xenograft remains implanted and not available for evaluation. Therefore, a comprehensive records re-review will be conducted for the lot mp154401. This will include a re-review of the manufacturing records, sterilization run reports, quality control/assurance reviews and release, and the complaints database for related complaints associated with the lot. Once these results are available, a follow up report will be submitted.

Event description:
Rti surgical, inc (inc) received notification of an adverse event associated with a (B)(6) clinical study. The reported complaint indicated that the patient was implanted with a fortiva dermis xenograft on (B)(6) 2018. On (B)(6) 2019, the patient presented with complaints of abdominal pain. A CT scan of the chest/abdomen/pelvis was performed on (B)(6) 2019 and showed an abdominal fluid collection, trace left pleural effusion and bibasilar predominant atelectasis (possible pneumonia). The patient was hospitalized and started on IV antibiotics (cefepime, ceftriaxone and vancomycin).

Manufacturer narrative:
A comprehensive records re-review was conducted. There was one departure associated with the breakdown of cleanroom air conditioning system in the bovine and porcine production area on 01/19/2016. A risk assessment of this departure and the affected tissue (mp 154401) was performed. Two process steps during the tutoplast® process were affected: the change of process solution in the wet process and change of acetone in the acetone area. Afterwards a process validation for a static acetone treatment for porcine dermis was executed successfully. For that reason there was no risk for tissue or product quality at any time during processing. The tissue involved was approved for further production steps. Manufacturing records indicate that all porcine dermis implants manufactured from this lot (mp154401) met all specification requirements at the time of release. To date, rti has distributed a total of 82 xenograft implants associated with lot mp154401 without related complaints. Porcine dermis grafts undergo a validated sterilization method; tutoplast® which includes terminal sterilization by gamma irradiation after packaging. Given the facts that (1) rti records re-review results indicated that the implant met all specification requirements and release criteria at the time of distribution, (2) xenograft implants manufactured from the lot were processed using a validated sterilization method; tutoplast® which includes terminal sterilization by gamma irradiation after packaging; and (3) there are no related complaints associated with the implants distributed from the lot, it is more plausible that the reported post-operative complication was associated with a source or event extrinsic to the implant.